Event description:
Caller reported that insulin gauge displayed an amount different than expected, noting the discrepancy occurred previously when the fill estimate was stuck at 80 units for about seven hours before it began to drop. There was no adverse impact to the customer's blood glucose level. Customer was educated on the issue of the fill level being stuck.